Event description:
Service log indicates a "a017" error. Defibrillation error. No patient use associated with the reported event.

Manufacturer narrative:
The hospital's biomedical dept evaluated the device. The biomedical dept was to attempt a calibration to repair device. The device or any parts were not repaired or evaluated by physio control.